Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: medical device problem code - 1069 - lens damaged. Section h6: medical device problem code - 1069 - haptic damaged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the dib00 intraocular lens was explanted. Additional information revealed that the tech notes stated injected provisc, advanced lens, given to surgeon with no issue. The doctor started to screw the injector to advance the lens and the lens and haptic tore. The dib00 lens was removed and replaced with another dib00 lens of same diopter. There was no patient injury or no medical/ surgical intervention was required. Upon further follow up, it was stated that it was all done on the same day and looked like it was all done in the same procedure. No other information is available.